Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string broke from the actual tampon and got me worried for a minute¿ till I was able to remove it- vagina [foreign body in reproductive tract]. String broke from the actual tampon [device breakage]. The string broke from the actual tampon and got me worried for a minute¿ till I was able to remove it [complication of device removal]. Case narrative: consumer reported via email that the string broke from the tampon. No serious injury was reported.